Event description:
It was reported that during a port placement procedure, a piece of the material allegedly came loose. It was further reported that the connector was allegedly cracked and broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. A complete circumferential break was noted on the port stem and the edges of the break were noted to be jagged and the surface was noted to be granular. The port stem segment was not returned. Therefore, the investigation is confirmed for the reported fracture and loose or intermittent connection issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2026). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, a piece of the material allegedly came loose. It was further reported that the connector was allegedly cracked and broken. There was no reported patient injury.